Event description:
It was reported that the arctic sun device display stayed black. Per follow up information received via email on 22dec2022, there was patient involvement. A therapy was performed at the time of the error. The customer had several systems and had resorted to another system. It had no effect on the therapy. The display including accessories were replaced. The system was repaired on site at the customer. Per follow up information received via email on 02jan2023, the sales representative stated that they took another device to finish therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. During evaluation, it was confirmed that the unit display remained black. Control panel was replaced. The device underwent and passed testing after all repairs. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labeling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device display stayed black. Per follow up information received via email on (B)(6) 2022, there was patient involvement. A therapy was performed at the time of the error. The customer had several systems and had resorted to another system. It had no effect on the therapy. The display including accessories were replaced. The system was repaired on site at the customer. Per follow up information received via email on 02jan2023, the sales representative stated that they took another device to finish therapy.